Event description:
It was reported that during a da vinci si surgical procedure, the tip on the permanent cautery spatula instrument broke off and fell into the patient. The instrument fragment was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with a piece of the spatula broken off. The broken piece was not returned, however, it measures approximately .140 x.085. A piece broke at the forming line where the metal transitions to the flattened spatula shape. A side view of distal end shows a slight bend/curvature directly below the fracture surface, indicating a load was applied in a direction perpendicular to the spatula face. No other damage was found.